Event description:
The pt was admitted for percutaneous removal of a catheter fragment in the pt's right atrium. The pt's port-a-cath catheter was not working properly prior to an infusion of chemotherapy, therefore a cxr was taken which showed the broken catheter. The portion of catheter was successfully removed and the port will be removed in the near future.